Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned with its original box. The unit returned has tip damage, as part of overall visual revision. The guidewire returned with the distal section unraveled and with corewire bent at distal end. No evidence of corewire fractured . The outer diameter dimensions were found within specification.

Event description:
It was reported that an entrapment of device occurred. The almost occluded and stenosed target lesion was located in an artery in the right leg. A 018/180 platinum plus-3 guidewire was advance for use. The physician tried to recanalize the calcified lesion with back and forth movement, however the tip of the wire got stuck in the lesion. The physician tried to pull the guidewire back, but it stuck very tightly within the lesion. During the removal attempt the guidewire moved back and the wire started to fray as the tip remained stuck in the lesion. The device was completely taken out from the patient. The procedure is completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that an entrapment of device occurred. The almost occluded and stenosed target lesion was located in an artery in the right leg. A 018/180 platinum plus-3 guidewire was advance for use. The physician tried to recanalize the calcified lesion with back and forth movement, however the tip of the wire got stuck in the lesion. The physician tried to pull the guidewire back, but it stuck very tightly within the lesion. During the removal attempt the guidewire moved back and the wire started to fray as the tip remained stuck in the lesion. The device was completely taken out from the patient. The procedure is completed with a different device. There were no patient complications reported and the patient status was stable.